Event description:
56 year-old male patient treated for chest pain two days prior. Re-presents with cardiogenic shock and was implanted with impella cp. After insertion, pump shows a high purge alarm, and a pump stop ensues. Physician decided to replace with new cp pump. Patient was transferred for advanced care, continues to decompensate, experiences tachycardia and medication changes, and the pump was repositioned. Patient expired on support. Impella to be coded to arrhythmia, medication changes, repositioning, and death. Death was coded conservatively as the patients critical disease was the likely cause and impella did not contribute.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was not determined due to insufficient clinical details.